Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected, blank display, battery cap cracked/damaged. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and customer reported battery cap damaged, pump display, a low battery alarm. It was unknown whether the customer will continue use of the device. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
The pump passed the active current test, sleep current test and self-test. No blank display or charge/battery lasts less than expected/ unexpected battery power loss noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 09/20/2024 13:10:00.000, 08/12/2024 09:23:00.000 and 07/10/2024 08:42:00.000. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than seven days per the pump history records. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case, cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked and serial number label missing. Blank display not confirmed. Charge/battery lasts less than expected not confirmed. Unable to confirm battery cap cracked/damaged due to receiving pump with no battery cap. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.